Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it was confirmed this patient¿s abdominal distention and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s abdominal distention and bloating were due to the patient¿s non-compliance with pd therapy. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a deficiency or malfunction of any fresenius product or other issue warranting further investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2020 with symptoms of bloating and abdominal distension due to noncompliance of pd therapy. It was reported the patient has been historically noncompliant with continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler as the patient feels the cycler does not drain completely and recordings of this patient¿s pd therapy show premature discontinuation of pd therapy on multiple occasions. There was no report of any alarm on the cycler that would indicate drain issues or inappropriate function of the device. Additionally, there was no report of increased intraperitoneal volume, pd catheter issues, or any other adverse event or serious injury that could potentially cause or contribute to this patient¿s symptoms. The patient was able to undergo continuous ambulatory pd (capd) during this admission as capd was the preference of the patient for renal replacement therapy. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. It was confirmed this patient¿s abdominal distention and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event and continues capd at home post-discharge. The patient plans to continue ccpd therapy with a newly received liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.